Manufacturer narrative:
The crt-d and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert indicating a high, out of range shock impedance measurement detected on the right ventricular (rv) lead. Testing was performed and the shock impedance measurement was 113 ohms. All other parameters were in normal range. Boston scientific technical services (ts) was contacted for further assistance. It was discussed that as the shock impedance measurement trends recorded by the device have remained stable and in normal range, the patient could continue to be monitored closely. No adverse patient effects were reported.